Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: black box shows multiple battery alarms including a eaw 128-fc88 and eaw 128-fd88 alarms. Additional eaw 128-fxxx alarms observed in alarm history. Eaw 128-fxxx alarms are defined as post delivery motor power supply faults. Battery cap is able to fully tighten. Battery compartment intact. Pump powers to a dim discolored display. Current draws within specifications. A battery life or eaw 128-fxxx alarm event was not duplicated during investigation. Removed pump case. No evidence of moisture or loose components inside pump.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.